Event description:
It was reported that a sudden drop, out of range pacing lead impedance was observed. Pocket stimulation was noted when outputs were programmed high. It was not determined which product caused the impedance issue; both the device and lead were explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.